Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of ngzf1922 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported triggered probe and punctured cuff. Device was removed from the patient. No patient injury was reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged balloon on a tri-funnel device was confirmed and determined to be use related. One 24fr tri-funnel replacement device was returned for investigation. The device revealed evidence of use. Residue was also found throughout the feeding lumen. A longitudinal split was observed in the balloon. The balloon material was slightly yellow in color. The distal end of the external bolster was positioned approximately 2.5cm proximal to the 6cm depth mark. A microscopic examination revealed that the adjoining surfaces of the balloon were granular. A jagged point was observed at the midpoint of the split. The observed damage is consistent with a burst due to over-pressurization. The product IFU indicates to not exceed the maximum recommended inflation volume. The steps for checking the balloon volume are outlined in the IFU and the correct inflation volume was printed on the valve of the returned device. It appeared that the tri-funnel replacement device was damaged during use. Device not returned, at this time.

Event description:
It was reported triggered probe and punctured cuff. Device was removed from the patient. No patient injury was reported.